Event description:
Dr using heine 060 attachment was exposed to a "flash" of reflected laser light. The procedure was interrupted, but was completed using a slit lamp. The pt was under a local anesthesia. There was no injury to the pt. The dr was examined and found to be without injury.